Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem.? The root cause investigation is in progress. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with an open button that is inoperative. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a colleague infusion pump with "open button inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to corrosion on the pump head module (phm) connector. The phm was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.should additional information be received, a follow-up medwatch will be submitted.